Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 436 mg/dl. Customer declined to troubleshoot for high readings. Customer also stated that insulin pump had insulin flow block and patient was not getting any insulin due to insulin flow blocked. Customer stated the cannula was bent and insulin exited. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.